Event description:
Additional information was received as follows. It was reported that there was a stent graft stenosis which required in-patient hospitalization that required pta due to intermittent claudication. The stenosis was noted to have successfully resolved on the evaluation done approximately two months later. The investigator assessed this event as device related and not procedure related.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two and half years ago. The aneurysm was 6.3 cm in diameter. Proximal non-aneurysmal aortic neck diameter, immediately below the lowest renal is 22 mm. Distal non-aneurysmal aortic neck diameter immediately above the aneurysm is 24 mm. There is severe tortuosity in the iliac vessels. Iliac stenosis was not reported. It was reported that the patient presented at the emergency ward with claudication problems in left leg below knee. It was reported that the occlusion is not in the stent graft, but the left leg of the stent graft is placed against the aic (in the curve), so the physician elected to perform a secondary endovascular procedure. The physician placed another device inside of the iliac limb. The physician placed a distal extension extending to just above the internal vessel. There is good flow/pulsations. The results were successful. The investigator assessment states that the event of stent graft stenosis is related to the study device however it is not related to the study procedure. It was reported that two and a half years post index procedure the patient presented with intermittent claudication. Ultrasound performed showed 50-75% stenosis in left iliac extension. Patient had pta to relieve symptoms. The investigator assessed that the event was related to the device; however not to the procedure. It was reported that the event had resolved and the patient recovered. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (occlusion) patient's condition affected effectiveness of device (severely tortuous iliac vessels) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (severely tortuous iliac vessels).